Event description:
Dexcom g7 is reading 80 points off what my finger poke glucose monitor is reading. I shouldn¿t have to prick my finger 3 times per day to calibrate the g7 this is the 3rd one I have had bad readings on. I pay $(B)(6) for each one and its fraud. I am lucky it hasn't resulted in my body going into dka. Patient code: 4582 device code: 1535. Reference report: mw5175161, mw5175162.